Event description:
Patient reports the treatment plan was lost and retainers did not keep teeth straight. In the last month (nov. 2024) the front teeth have started to have contact point and chip because they need space.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.